Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-00778 and 2134265-2016-00906. It was reported that automatic pullback failure had occurred. During a procedure, a motor drive unit was used in conjunction with an unknown catheter and unknown sled. However, the performance of the system was unstable and the system stopped during pullback. No patient complications reported.